Manufacturer narrative:
The push rod of a smart flex 5x150 120cm self-expanding stent (ses), could not be pushed. To complete the procedure, a v18 guiding wire was passed through the lesion. Then the balloon was delivered into the lesion and the lesion was dilated. The 5x150 smartflex stent was pre-positioned, and the stent could not be pushed with the stent pushing lever after positioning the lesion. After repeated unsuccessful attempts, the patient developed cardiac discomfort, and the operation was ended, and the patient was transferred to the ICU for observation. The device located the lesion, but the push rod had "quality problems" and could not be pushed. The device was stored and prepped according to the IFU. There was no damage noted to the device or packaging prior to use. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. When removed from the tray, the stent was still constrained within the outer sheath. The target site vessel was calcified, with 80% stenosis, was not tortuous and had no acute angle or bifurcation. The device was being used for treatment of a chronic total occlusion. There was no resistance/friction during insertion of the device. There was no resistance/friction experienced while advancing the device towards the lesion. The stent delivery system did not pass through any acute bends. The sds did not have to pass through a previously placed stent. The device was able to cross the lesion. The stent was not able to be partially deployed. The device was removed easily from the patient. The stent was still attached to the delivery system upon removal of the device and remained in one piece during removal the stent did not appear expanded when removed. The user maintained a fixed inner shaft position during deployment. The device was removed intact. Two images were provided for review and were reviewed by a clinician. The first image shows the outer box of a smart flex vascular stent system, with chinese over labeling. The second image shows the outer sheath which has separated from the hub but remains on the inner shaft. There is a considerable kink a few centimeters distal to the separation. There was no reported patient injury. The device was returned for analysis. One non-sterile unit of catheter smart flex 5x150 vas 120cm was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. During the visual inspection, a kinked/bent condition was noted on the outer sheath, the damage was located approximately at 125.9 cm from distal tip. The unit was partially deployed as received (7mm). A separated condition was also noted on the outer sheath. No other anomalies were noted at naked eye on the unit. Dimensional analysis was performed to verify the correct outer member od/ID, measurements were taken near the damage found. Dimensional analysis result was found within specification. Functional analysis could not be performed due the condition of the unit, as received. Due the separated condition of the outer sheath, a microscopic (sem) analysis was performed, and results showed that the separated area of the outer sheath presented evidence of elongations on the plastic material and plastic deformation on a metallic material (braidwire). The characteristics found on the materials of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the material was induced to a tensile force that exceeded the material yield strength prior to the separation. No other anomalies were observed during the microscopic analysis. A product history record (phr) review of lot 298041 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses ¿ deployment difficulty - unable¿ was not confirmed since the functional test could not be performed due the condition of the unit, as received. The reported "stent delivery system (sds)-ses ¿ deployment difficulty - partial deployment" was confirmed due the condition of the unit, as received. The reported ¿outer sheath ¿ separated¿ was confirmed since a separated outer sheath was found on the unit, as received. A microscopic (sem) analysis was performed, and results showed that the separated area of the outer sheath presented evidence of elongations on the plastic material and plastic deformation on a metallic material (braidwire). The characteristics found on the materials of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the material was induced to a tensile force that exceeded the material yield strength prior to the separation. Since a kink/bent was found on the outer sheath, the od and ID of the component was measured, and results were found within specification. Procedural and/or handling factors such as the user¿s interaction with the device and vessel characteristics (calcified lesion with 80% stenosis & treatment of a chronic total occlusion) might have contributed to the reported events. According to the instructions for use (IFU) ¿advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. If resistance is felt during retraction of the outer sheath do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the product history review nor the analysis results suggest that the reported events experienced by the customer could be related to the manufacturing process. Therefore, no actions will be taken.

Event description:
As reported, the push rod of a smart flex 5x150 120cm self-expanding stent (ses), could not be pushed. There was no reported patient injury. To complete the procedure, a v18 guiding wire was passed through the lesion. Then the balloon was delivered into the lesion and the lesion was dilated. The 5x150 smartflex stent was pre-positioned and the stent could not be pushed with the stent pushing lever after positioning the lesion. After repeated unsuccessful attempts, the patient developed cardiac discomfort, and the operation was ended and the patient was transferred to the ICU for observation. The device located the lesion, but the push rod had "quality problems" and could not be pushed. The device was stored and prepped according to the IFU. There was no damage noted to the device or packaging prior to use. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. When removed from the tray, the stent was still constrained within the outer sheath. The target site vessel was calcified, with 80% stenosis, was not tortuous and had no acute angle or bifurcation. The device was being used for treatment of a chronic total occlusion. There was no resistance/friction during insertion of the device. There was no resistance/friction experienced while advancing the device towards the lesion. The stent delivery system did not pass through any acute bends. The sds did not have to pass through a previously placed stent. The device was able to cross the lesion. He stent was not able to be partially deployed. The device was removed easily from the patient. The stent was still attached to the delivery system upon removal of the device, and remained in one piece during removal the stent did not appear expanded when removed. The user maintained a fixed inner shaft position during deployment. The device was removed intact. Two images were provided for review, and were reviewed by a clinician. The first image shows the outer box of a smart flex vascular stent system, with chinese over labeling. The second image shows the outer sheath which has separated from the hub but remains on the inner shaft. There is a considerable kink a few centimeters distal to the separation. The device is being returned for evaluation. Addendum: on product evaluation the unit was received partially deployed at (7mm).

Event description:
As reported, the push rod of a smart flex 5x150 120cm self-expanding stent (ses), could not be pushed. There was no reported patient injury. To complete the procedure, a v18 guiding wire was passed through the lesion. Then the balloon was delivered into the lesion and the lesion was dilated. The 5x150 smartflex stent was pre-positioned and the stent could not be pushed with the stent pushing lever after positioning the lesion. After repeated unsuccessful attempts, the patient developed cardiac discomfort, and the operation was ended and the patient was transferred to the ICU for observation. The device located the lesion, but the push rod had "quality problems" and could not be pushed. The device was stored and prepped according to the IFU. There was no damage noted to the device or packaging prior to use. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. When removed from the tray, the stent was still constrained within the outer sheath. The target site vessel was calcified, with 80% stenosis, was not tortuous and had no acute angle or bifurcation. The device was being used for treatment of a chronic total occlusion. There was no resistance/friction during insertion of the device. There was no resistance/friction experienced while advancing the device towards the lesion. The stent delivery system did not pass through any acute bends. The sds did not have to pass through a previously placed stent. The device was able to cross the lesion. He stent was not able to be partially deployed. The device was removed easily from the patient. The stent was still attached to the delivery system upon removal of the device, and remained in one piece during removal the stent did not appear expanded when removed. The user maintained a fixed inner shaft position during deployment. The device was removed intact. Two images were provided for review, and were reviewed by a clinician. The first image shows the outer box of a smart flex vascular stent system, with chinese over labeling. The second image shows the outer sheath which has separated from the hub but remains on the inner shaft. There is a considerable kink a few centimeters distal to the separation. The device is being returned for evaluation. Addendum: on product evaluation the unit was received partially deployed at (7mm).

Manufacturer narrative:
A product history review is expected but not yet available. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.